Event description:
It was reported that during preparation, there was a duplicate aiming beam coming from micromanipulator. The duplicate was very faint like a shadow; therefore, the customer requires an alignment or calibration. There were no patient complications, however, the information about the procedure outcome is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and determinate that the micromanipulator was defective and required a replacement. Also, it was identified during the inspection, that the articulated arm of the console was damaged. The defective micromanipulator was returned and the visual inspection found that the hinged was still connected and the mirror was not cleared since it presented residual on it and the mirror surface was damaged, thus confirming the reported event. The field service engineer replaced the micromanipulator and the issue was resolved. The console was working properly after the replacement. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a procedure, there was a duplicate aiming beam coming from micromanipulator. The duplicate was very faint like a shadow; therefore, the customer requires an alignment or calibration. There were no patient complications, however, the information about the procedure outcome is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and determinate that the micromanipulator and the dichroic mirror were defective and required a replacement. Also, it was identified during the inspection, that the articulated arm of the console was damaged since the top base joint was loose. The defective micromanipulator was returned and the visual inspection found that the hinged was still connected and the mirror was not cleared since it presented residual on it and the mirror surface was damaged, thus confirming the reported event. The arm was also returned and analyzed. The visual inspection did not find any anomalies and the articulated arm could swivels and bends properly. After the field service engineer replaced the micromanipulator, dichroic mirror and the articulated arm, the issue was resolved. The console was working properly after the replacement. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for a procedure, there was a duplicate aiming beam coming from micromanipulator. The duplicate was very faint like a shadow; therefore, the customer requires an alignment or calibration. There were no patient complications, however, the information about the procedure outcome is unknown.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event was confirmed. According to the product analysis, the micromanipulator was defective and required a replacement. During the onsite service performed by the fse, it was found that the articulated arm was also damaged. The field service engineer (fse) replaced the micromanipulator and the issue was resolved, then, the console was working properly. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a procedure, there was a duplicate aiming beam coming from micromanipulator. The duplicate was very faint like a shadow; therefore, the customer requires an alignment or calibration. There were no patient complications, however, the information about the procedure outcome is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and determinate that the micromanipulator was defective and required a replacement. Also, it was identified during the inspection, that the articulated arm of the console was damaged since the top base joint was loose. The defective micromanipulator was returned and the visual inspection found that the hinged was still connected and the mirror was not cleared since it presented residual on it and the mirror surface was damaged, thus confirming the reported event. The arm was also returned and analyzed. The visual inspection did not find any anomalies and the articulated arm could swivels and bends properly. After the field service engineer replaced the micromanipulator and the articulated arm, the issue was resolved. The console was working properly after the replacement. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a procedure, there was a duplicate aiming beam coming from micromanipulator. The duplicate was very faint like a shadow; therefore, the customer requires an alignment or calibration. There were no patient complications, however, the information about the procedure outcome is unknown.